Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose level and could not correct it via bolus with the infusion device. He went to the hospital and was treated for the hyperglycemia. After his blood glucose levels returned to normal, he returned home. His blood glucose levels began to rise again. He was not able to correct the elevated blood glucose levels via bolus with the infusion device. The patient returned to the emergency room where he was treated for the hyperglycemia. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.